Event description:
During an in-clinic follow-up, noise that led to oversensing was detected on the right ventricular (rv) lead. No intervention has been done at this time. The patient was stable and will continue to be monitored.